Event description:
A registered nurse reported an intraocular lens (iol) was exchanged approximately ten years following the initial procedure. The reason for the intraocular lens exchange was not indicated. Additional information was requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).